Event description:
(B)(4). Same patient as 2134265-2010-05350 and 2134265-2010-05500. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a stent thrombosis and required an intervention. The target lesion was located in the proximal left circumflex with 80% in-stent restenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 32 mm taxus liberte stent spanning both pre-existing stents with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. The physician planned to treat the left anterior descending artery in the near future. Staged procedure: in (B)(6) 2010, the mid left anterior descending artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion using a 2.25 x 20 mm maverick balloon followed by placement of a 2.50 mm x 32 mm taxus liberte stent. Following deployment of the study stent, there was some spasm just distal to the study stent. This was treated with administration of intracoronary nitroglycerin. Subsequently, there was some jailing of the ostial diagonal. This was further treated with balloon dilatation. Following balloon dilatation, there was less than 30 to 40% residual stenosis in this region. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the proximal left circumflex was treated with a 2.5x16mm cutting balloon with 0% residual stenosis. The mid left anterior descending artery was treated with transluminal extraction arthrectomy (thrombectomy was with a non bsc irrigating ptfe balloon catheter) and balloon angioplasty with 0% stenosis. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2012-01922. It was further reported that a recent stress test had revealed stress induced ischemia on the inferior basilar wall. The patient was discharged from the index procedure on aspirin and prasugrel. The jailing of the ostial diagonal was treated with balloon dilatation at the ostium of the diagonal. In (B)(6) 2011, the subject presented with complaints of exertional bilateral jaw discomfort of possible cardiac etiology. A cardiolite stress test revealed inferoapical ischemia and coronary angiography revealed moderate in-stent restenosis in the distal lad stent, some disease at the origin of a small sub-branch of the om. Treatment by thrombectomy followed by balloon angioplasty within the pre-existing mid lad stent with 0% residual stenosis.

Manufacturer narrative:
Relevant tests corrected 50-60% stenosis at origin of plb to 20-30% as initially reported. (B)(4).